Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected an undergoing planned treatment was performed when the issue happened. The procedure was completed using another system. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, fse noted the red led was on, signalling a communication error between the flat detector controller unit and the image processing. To resolve the problem, fse replaced flat detector controller, reloaded firmware. After replacement of flat detector controller unit, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the exposure was not possible, preventing fluoroscopy. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.